Manufacturer narrative:
Exact date unknown, event occurred within the last couple months. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7073936. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7073941.

Event description:
It was reported the patient implanted for peripheral nerve stimulation (pns), experienced inadequate pain coverage under the eye and discomfort as their glasses rubbed against the leads. Imaging taken in the field revealed the leads had migrated towards the ear. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the leads were replaced, and the patient did well postoperatively. The leads were discarded by the facility and were not returned for analysis.